Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1837551). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a lentulo s ra 21mm 2 (l-f) file broke during use. The broken part remains in the patient's gum. Further information requested.

Manufacturer narrative:
Update - unused products received. Summary: four unused lentulo paste carriers ra 21mm 2 were returned. Involved instrument that broke during use is not available and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1837551). Unused paste carriers are visually conforming and without material or machining defect likely to weaken the instruments for information no mechanical test is applicable for lentulo instruments. Root causes are not identified. We will track this kind of event and monitor the trend.